Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during device unpacking, it was observed that the inner wire at the handle that enables the needle to extend / exit was broken. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient identifier, age, date of birth, gender and weight are unknown. Patient over 18 yrs old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during device unpacking, it was observed that the inner wire at the handle that enables the needle to extend / exit was broken. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the cut wire was bent and broken inside the handle. The diameter of the wire at the handle section was measured and meets the od specification. Separating the handle from the extrusion, the cut wire was found to freely slide inside the extrusion with out any issues. The condition of the returned unit was consistent with the complaint incident that the cut wire inside the handle was broken. During manufacturing, the needle extension is inspected to meet the manufacturing specification by actuating the handle which ensures the cut wire/ needle integrity at the handle. The most probable root cause is handling damage. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.